Event description:
It was reported that a tsw35 was used during a video assisted thoracic surgery. It was reported by the affiliate that the anvil dislodged after 1st firing. A new device was used to complete the case. There was no consequence to the pt.